Event description:
The customer reported a leak from reagent probe b on their unicel dxc 600 pro synchron system. The leak was contained to the well below the probe. There were no erroneous results. No exposure or injury occurred. The customer was wearing gloves, gown and eye protection.

Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the instrument. The fse replaced the collar wash vacuum valve to resolve the leak. (B)(4).